Event description:
Reporter alleged obtaining discrepant back to back glucose results of 211 mg/dl, 507 mg/dl and 201 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was not experiencing any hyperglycemia symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.